Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: device code 2921 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional radiology procedure, using a 6fr sheath. Reportedly, the foot was closed; however, the proglide device could not be removed from the patient anatomy. The device was pulled and broke where the black and silver parts meet. Surgery was required to remove the broken part of the proglide device. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Medwatch uf/lmporter report# (B)(4).

Event description:
User facility medwatch report received that states " device used in an interventional radiology (ir) vascular procedure failed, patient taken to the operating room (or) for removal. No further complications due to the device failure. Patient was undergoing an ir procedure to restore flow to the right foot/leg with surgical thromboembolectomy. The perclose closure device failed to release and was stuck in the patient. Manual pressure was held to control bleeding and a vascular surgeon was called to assist. Patient was taken immediately to the or where the device was removed from the left common femoral artery with no further complications. What was the original intended procedure?: right lower extremity infusion thrombolysis arteriogram with balloon angioplasty of the popliteal artery and mechanical thrombectomy of the popliteal, tibioperoneal trunk and right anterior tibial artery."